Event description:
The customer contacted carefusion technical support to report that one of their ventilators gives an audible/visual circuit occlusion alarm as soon as it is turned on. According to the customer, they tried to calibrate the expiratory pressure transducer, but it failed calibration. No patient involvement.

Manufacturer narrative:
(B)(4). The customer along with carefusion technical support determined that the most probable cause of the reported event, was a faulty gas delivery engine. The customer purchased a replacement gas delivery engine to repair the unit. The alleged faulty gas delivery engine was returned to carefusion on 03/06/2015, and is awaiting evaluation. Once evaluated, a follow up medwatch report will be submitted.